Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, adenomyosis, gravida ii, parity (p 2-0-0-2.) And vaginal delivery (history of 2 vacuum assisted vaginal delivery and most recent one was (B)(6) 2005.). On 1-feb-2007, the patient had essure (ess205) inserted. In february 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2007, the patient experienced vaginal infection ("vaginitis"). In (B)(6) 2007, the patient experienced abdominal distension ("bloating") and depression ("depression"). In (B)(6) 2007, the patient experienced vulvovaginal mycotic infection ("yeast vaginal infection"), anxiety ("anxiety"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced hot flush ("hot flashes"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). In (B)(6) 2011, the patient experienced irritable bowel syndrome ("ibs") and impaired gastric emptying ("gastroparesis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal distension, mood swings, hot flush, urinary tract infection, vaginal infection, vulvovaginal mycotic infection, anxiety, depression, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, irritable bowel syndrome, impaired gastric emptying and alopecia outcome was unknown and the vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, heavy menstrual bleeding, hot flush, impaired gastric emptying, irritable bowel syndrome, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted : as per mr removal date is (B)(6) 2013 no. Of coils: there were 2 loops coming out from right fallopian tube and there were 2 loops coming out from left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received. Reporter information , other relevant history , patients age group added. Date of birth and rcc was updated. Event impaired gastric emptying seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, adenomyosis, gravida ii, parity (p 2-0-0-2.) And vaginal delivery (history of 2 vacuum assisted vaginal delivery and most recent one was (B)(6) 2005.). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2007, the patient experienced vaginal infection ("vaginitis"). In april 2007, the patient experienced abdominal distension ("bloating") and depression ("depression"). In (B)(6) 2007, the patient experienced vulvovaginal mycotic infection ("yeast vaginal infection"), anxiety ("anxiety"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced hot flush ("hot flashes"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). In (B)(6)2011, the patient experienced irritable bowel syndrome ("ibs") and impaired gastric emptying ("gastroparesis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal distension, mood swings, hot flush, urinary tract infection, vaginal infection, vulvovaginal mycotic infection, anxiety, depression, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, irritable bowel syndrome, impaired gastric emptying and alopecia outcome was unknown and the vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, heavy menstrual bleeding, hot flush, impaired gastric emptying, irritable bowel syndrome, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted : as per mr removal date is (B)(6) 2013 no. Of coils: there were 2 loops coming out from right fallopian tube and there were 2 loops coming out from left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), menorrhagia ('menorrhagia') and impaired gastric emptying ('gastroparesis') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2007, the patient experienced vaginal infection ("vaginitis"). In (B)(6) 2007, the patient experienced abdominal distension ("bloating") and depression ("depression"). In (B)(6) 2007, the patient experienced vulvovaginal mycotic infection ("yeast vaginal infection"), anxiety ("anxiety"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced hot flush ("hot flashes"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). In (B)(6) 2011, the patient experienced irritable bowel syndrome ("ibs") and impaired gastric emptying (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, mood swings, hot flush, urinary tract infection, vaginal infection, vulvovaginal mycotic infection, anxiety, depression, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, irritable bowel syndrome, impaired gastric emptying and alopecia outcome was unknown and the vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, hot flush, impaired gastric emptying, irritable bowel syndrome, menorrhagia, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-oct-2019: pfs received. Reporters information updated. Event: bloating, mood swings, hot flashes, abnormal bleeding (vaginal), menorrhagia, uti, vaginitis & yeast vaginal infection .anxiety, depression,endometriosis, nausea, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, ibs & gastro paresis, hair loss were added. Event outcome were updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.